Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level between 300-400 mg/dl at the time of the incident and around meal time thought was getting boluses and had lows because of stacking. Customer reported that he has issues with lot of infusion set and on day 2 and half or 3 have leaking at site. Customer declined high and low blood glucose troubleshoot as he changed out the set when he first caught it. Customer is able to change the infusion set.. The insulin pump will not be returned for analysis.